Manufacturer narrative:
Lot 1756488: (B)(4) items manufactured and released 13 april 2018. No anomalies found related to the issue. To date, no similar event on the same lot has been registered. Visual inspection performed on 06 july 2018 by r&d product manager: the visual inspection performed confirms the absence of one prongue. The signs on the instrument let presume the fragile nature of the breakage, which is likely to have not occurred in torsion but in bending.

Event description:
During the surgery the screw was compressed using the polyaxial driver that is when one of the tines broke. The surgeon removed the screw and driver. The broken tine was locked in the screw and throne away. A second driver was used to complete the surgery. The surgery was completed successfully.